Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (connector portion) was returned in one piece. Visual inspection of the lead found two external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the external insulation abrasions breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient was asymptomatic. It was noted that the chronic right atrial (ra) and right ventricular (rv) leads exhibited non-physiologic noise. While the patient was being prepared for a procedure, a significant volume of non-physiologic noise was observed during movement of the patient's left shoulder or manipulation of the device pocket. These periods of noise resulted in oversensing and pacing inhibition. The ra and rv leads were explanted and replaced. The patient tolerated the procedure well and was discharged the following day after a satisfying post-procedure observation period.